Manufacturer narrative:
Calibration and quality control (qc) were valid. All instrument maintenance was current and no signs of system contamination were noted. There is no known shipping/receiving or facility storage issues. All reagents were handled in accordance with product instructions for use. The affected sample was clear and was run on a primary tiger top sst tube. The sample was centrifuged for 10 min at 3000rpm for initial testing and not recentrifuged for repeat testing. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result for a patient sample. The initial reactive (positive) result was considered discordant compared to a previous negative result using an alternate test method (pcr). The same patient sample was retested on the advia centaur xp for cov2t and the results were nonreactive (negative). A second retest was performed and a nonreactive (negative) result was obtained. The customer reported the negative results and the result was not questioned by the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00435 on october 28, 2020. Additional information - 11/20/2020 siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 006 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.